Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-02380, 3005168196-2019-02381.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil handle (handle), a non-penumbra guide catheter, and two non-penumbra microcatheters. During the procedure, the physician advanced the guide catheter and the two microcatheters to the target vessel, then placed a smart coil. Next, the physician advanced another smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. After several attempts, the physician was unable to detach the smart coil using the handle and by manually breaking the pusher assembly. Therefore, the smart coil was removed. While advancing a new smart coil into the microcatheter, the physician experienced resistance at the hub of the microcatheter; therefore, the smart coil was removed. At this point, the physician noticed the previous smart coil that was thought to have been removed had unintentionally detached inside of the microcatheter. Therefore, the microcatheter was removed with the detached smart coil inside. The procedure was completed using new smart coils and a new microcatheter. There was no report of an adverse effect to the patient.